Event description:
The fsr reported that during preventative maintenance (pm) of the device, water flowed through the ice tank in re-warm mode. There was no patient involvement.

Manufacturer narrative:
The fsr stated this is a trauma site. They do not pump many cases. Its been approx two to three years since they last used the cooler heater unit. This unit was very dirty. The fsr discovered mineral deposits in a normally closed valve. The fsr cleaned the valve and that fixed the issue.